Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that his insulin pump is damaged. He stated that the frame that houses the piston is pushing backwards and coming out the side of the insulin pump. The insulin pump is not delivering the insulin properly, which is causing his blood glucose to go high. No further info was provided.